Event description:
Customer reported cartridge alarm 20. Despite these malfunctions, there was no adverse impact on the customer¿s blood glucose level. The customer was in the process of obtaining a new tandem pump, and requested a temporary loaner pump as their current pump was out of warranty. Customer technical support verified the issues, updated records, and arranged to send an out-of-warranty loaner pump overnight, without requiring a signature upon delivery.